Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
Analysis of the lead va10jaw revealed outer insulation separated at the butt joint 1.9 cm from proximal end.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
The manufacturer representative stated that during intra-operation, the lead was inserted in the extension. When the surgeon was about to close she noticed that the lead insulation had stripped away or pulled away from near the electrodes. The representative stated that it exposed the individual wires. The insulation was separated from contacts. There was no symptom reported regarding this event. The lead was explanted and was replaced. The lead would be sending back for analysis. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.